Event description:
It was reported patient underwent a right thumb collateral ligament repair procedure on (B)(6) 2014. During the procedure, two juggerknot anchors pulled out. Corkscrew anchors were utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09157 / 09158).